Manufacturer narrative:
Device eval by manufacturer: a pcb device was returned for analysis. A visual examination of the balloon/markerbands, identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm distal of the proximal markerband. An examination of the markerbands, tip/blades, and shaft identified no damage. All blades were present and fully bonded to the balloon surface.

Event description:
Reportable based on device analysis completed 11mar2022. It was reported that a balloon leak was noted. The 50% stenosed target lesion was located in the moderately tortuous and non calcified right popliteal artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, the device was delivered to the lesion and dilation was started. However, upon inflation, it was noted that the contrast agent seemed to leak. The device was removed from the body and the procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a balloon pinhole.